Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: a product investigation was completed: the instruments were not returned so the investigation was completed based on the supplied images. The complaint condition could not be confirmed, as the angle of the images do not show any issues with the instruments. As the instruments were not returned an as received, dimensional, material or drawing reviews are not applicable. A device history review could not be performed as the lot number could not be determined from the supplied images. No definitive root cause was able to be determined as the circumstances surrounding the event are unknown. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date of event: event on an unknown date in 2019. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the posterior lumbar interbody fusion (plif) bone curette was broken and t-pal spacer applicator knob and t-pal spacer inner shaft broke during implant insertion. There were no fragments generated from broken device. The procedure was successfully completed with no surgical delay. There was no patient consequence. This report is for one (1) t-pal spacer applicator knob. This is report 1 of 2 for (B)(4).